Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent a coronary catheterization procedure on (B)(6) 2012. Access was obtained at the right common femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anticoagulated with 3,000 units of heparin, 300 mg plavix, and integrilin double bolus and drip. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the deployment was successful and hemostasis was achieved. The patient's bp was 168/87 at the time of deployment. The patient was moved from the procedural table to a bed and moved to a holding hallway just outside the procedure room. Per the hospitals protocol, the patient was kept in the holding hallway area for 5 minutes to ensure that the patient did not have any groin complications. At the end of the 5 minute period the rn checked the patient's right femoral access site and the rn found that the patient had developed a hematoma larger than 6 cm which was spreading medial towards the groin. The patient was transported to recovery where manual compression was held for 40 minutes by the rn. A femostop (duration unknown) was placed on the right femoral access site and hemostasis was achieved. The patient was discharged the afternoon of (B)(6) 2012. The patient's hospitalization was not mynx related. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1224405) indicated that the device lot met all established performance criteria prior to shipment.